Event description:
No allegation of any silverhawk malfunction or cause of incident. Foxhollow is reporting only due to its product also being used during the course of this procedure. "The procedure was normal until the time of sheath removal. Once an .035 wire was placed in order to simply remove the sheath, the sheath woudl not budge, and further pulling only resulted in degradation of the sheath to the point that the hub and proximal section separated from the sheath. The physician had to make an incision on the other leg to remove the sheath from the opposite and (contralateral approach). The pt is fine."